Manufacturer narrative:
The device history report (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: ¿complaint alleges that the circuits had cracks that were discovered upon inspection. The alleged defect was discovered prior to patient use.¿ no patient injury reported.